Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had multiple pump error alarm. The customer¿s blood glucose level was 194 mg/dl at the time of the incident. Customer reported the screen is not completely blank and alarm occurred during the time that the buttons were not responding. Customer was unable to successfully clear the alarm. Customer also reported that they received the open book image on the pump screen. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.